Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that all conductors were distorted, all conductors were cut, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached (clavicle-rib crush), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was a white substance. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during the implant procedure, the left ventricular lead was not implanted due to a patient anatomy issue. Another lead was successfully implanted. The right ventricular lead was returned to the manufacturer after being explanted due to system upgrade, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.